Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "15mm connector repeatedly came disconnected from tube during use." No patient injury was reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. This sample was reviewed with a r & d engineer. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample was returned with adhesive tape between the 27 cm and 29 cm markings. The connector was seated securely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The sample appears used as there is biological material present on the device. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector disconnected during use" could not be confirmed. The sample was returned with the connector seated securely into the tube. No issues were found on the tube or the connector to suggest that the connector would disconnect during use. The root cause of this complaint issue could not be determined. Testing for the et tube connector disconnection issue is still ongoing. A CAPA has been opened to further investigate this issue.

Event description:
The complaint is reported as: "15mm connector repeatedly came disconnected from tube during use." No patient injury was reported.

Event description:
The complaint is reported as: "15mm connector repeatedly came disconnected from tube during use." No patient injury was reported.

Manufacturer narrative:
Qn# (B)(4). Corrected data: adverse event or product problem. Adverse event added. Outcomes attributed to adverse event. Life-threatening' added. Outcomes attributed to adverse event. 'Required intervention added. Type of reportable event corrected to serious injury. Evaluation code - method corrected to '10'.